Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device generated recurring alert 32, indicating a delivery motor communication failure and error 67, indicating a vbuck boost over/under-voltage condition, with repeated restarts and a failed firmware update preventing the user from accessing the supply change screen; a replacement device was provided, and the original devices have not been returned for evaluation. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery and device replacement. Investigation included a technical review of the reported alerts, product history review, and attempts to obtain the device for analysis. Investigation of this case revealed unresolved device malfunctions consistent with communication failure between the motor processor and delivery motor and a power regulation fault within the electronics; a physical assessment could not be performed because the devices were not returned. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the lack of returned product and could be related to an electronic component malfunction or a communication fault within the delivery subsystem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.